Manufacturer narrative:
Continuation of d10: product ID w4tr04 serial# (B)(6) implanted: (B)(6) 2026 product ID 5076-52 serial# (B)(6) implanted: (B)(6) 2026 product ID 383069 serial# (B)(6) implanted: (B)(6) 2026 product ID 479888 serial# (B)(6) implanted: (B)(6) 2026 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure and insertion of the delivery catheter, backflow of contrast agent was observed from the area of the valve assembly. Because the procedure time became prolonged and the patient¿s renal function was determined to be poor, the surgeon chose to avoid using contrast agent as much as possible, and use of the catheter was eventually abandoned. Another product was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the catheter portion near the hand was twisted and kinked, leading to a misinterpretation as if the valve had been damaged.